Manufacturer narrative:
Pump was received with battery test failed alarm due to corroded battery tube. No moisture damage on electronic assembly noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump showed low battery and when removing battery cap it popped off. The customer¿s blood glucose was 230 mg/dl at the time of incident. The customer stated that insulin pump was exposed to fluid. Customer stated that battery cap was not damaged. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.